Event description:
This spontaneous case was reported by a physician and describes a planned medical device removal ("planned essure removal") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. In 2015, the patient experienced asthma ("persistent asthma"). On an unknown date, the patient had a planned medical device removal (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the medical device removal and asthma outcome was unknown. The reporter provided no causality assessment for medical device removal and asthma with essure. The reporter commented: the gynecologist called to find out how to remove essure, and learn what is recommended technically. Company causality comment: a physician requested information on how to remove essure (fallopian tube occlusion insert) from a female patient. This event was interpreted as a planned essure removal in a conservative approach. Device removal is anticipated in the reference safety information for essure. In the present case, limited information was provided. Patient´s medical history and concurrent conditions were not reported. Essure was inserted 7 years prior to the report, and the exact reason for the planned removal is not clear. Given the nature of this event, causality with essure cannot be excluded. Non-serious event persistent asthma was also reported. This case was regarded as incident since device removal is planned. A product technical analysis and further information are expected.

Manufacturer narrative:
Allergy to metals ("nickel allergy") . Essure (batch no. 632028) for contraception. In (B)(6) 2014, the patient experienced asthma ("persistent asthma"). Patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required). Diagnostic results: nickel allergy test of (B)(6) 2017 positive. Quality-safety evaluation of ptc: lot number 632028 manufacturing date: april 2009 expiration date: april 2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 9-mar-2017: event onset date; new event added; essure batch number and expiry date added; on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: a physician requested information on how to remove essure (fallopian tube occlusion insert) from a female patient who had a nickel allergy test positive. This event was regarded as nickel allergy and is anticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case limited information was provided. Nevertheless, given the nature of the reported event, causality with essure cannot be excluded. Non-serious event persistent asthma was also reported. This case was regarded as incident since device removal is planned. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of asthma ("persistent asthma") in a (B)(6) female patient who had essure (batch no. 632028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced asthma (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the asthma had resolved and the allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and asthma with essure. The reporter commented: the gynecologist called to find out how to remove essure, and learn what is recommended technically. Essure removal was performed due to patient's request. Gynecologist mentioned non-negligible psychological impact of the asthma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Nickel allergy test of (B)(6) 2017 positive. Quality-safety evaluation of ptc: lot number 632028 manufacturing date: april 2009 expiration date: april 2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 15-may-2017: event "persistent asthma" outcome changed to "recovered/resolved"; essure start and stop dates entered; patient's weight and height added. No further case information expected. Company causality comment: a physician requested information on how to remove essure (fallopian tube occlusion insert) from a female patient who had a nickel allergy test positive. Via follow-up it was reported that essure was removed via laparoscopic hysterectomy and bilateral salpingectomy six and a half years after its insertion upon patient's request due to asthma ("persistent asthma"). The asthma started five years after essure insertion and resolved after essure removal. The treating gynecologist mentioned a non-negligible psychological impact of the asthma. Asthma is serious due to its medical significance and it is unanticipated according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Asthmatic manifestation are not commonly seen. In this case, the event started not until five years after insertion and a psychological impact was mentioned but regarding the fact that it resolved after essure removal, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.